Manufacturer narrative:
H3: product analysis found that, able to confirm the reported fault. Found the monitor cosmetically not ok. Sbc pcba and main pcba found faulty. H6: the applicable codes are fdm b01, fdr c0208, c070601, c070606, fdc d16 additional codes img g02005.. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h6 : applicable codes are fdm b17, fdr c20, fdc d16 and additional codes img g02005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to use, nim equipment is under breakdown and is not detecting signals. There is no patient involvement.

Manufacturer narrative:
H6: the previously applied fdc d16 code is no longer applicable. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: h6: the previously applied fdc d16 code is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.